Event description:
It was reported that on (B)(6) 2011, the pump had no power and the display was blank. The patient attempted to replace the pump battery and discovered the battery cap threads were stripped. The patient obtained a blood glucose reading of 440 mg/dl, and experienced the symptoms of nausea, feeling tired and being "emotionally labile." The patient contacted her physician for assistance/advice, and was advised to correct her blood glucose level using an insulin injection via a syringe. Troubleshooting revealed the battery cap was damaged and would not tighten securely on the battery compartment. The patient's technique was incorrect, in that she had not replaced the battery cap, as recommended by the manufacturer to be done every six months. The patient had not ever replaced the pump battery cap. However, as the patient suffered blood glucose levels and symptoms suggesting severe hyperglycemia while using the pump, this complaint is being reported.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
The device was returned to animas and evaluated by product analysis on 11//2014 with the following results: black box and histories for the event on (B)(6) 2013 have been overwritten due to continued use. No power issues observed in black box. Available daily insulin delivery totals correctly reflected programmed basal rates. Pump passed delivery accuracy test and found to be delivering within the required specifications. No damage found to battery cap. Battery compartment is cracked along side of pump. Battery cap was able to attach securely to pump. Pump powers on normal with no alarms. Pump was exercised for 24 hrs with no power issues or alarms occurring. Battery cap contact height and width was found to be in specification. Pump was opened and no damage was found to power circuit. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.